Manufacturer narrative:
Product ID: 8709, lot# j10935r14, implanted: (B)(6) 2002, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
At the pump refill visit prior to (B)(6) 2014, the expected volume was 3.2 ml and only a trace was removed. On (B)(6) 2014, the expected volume was 5.6 ml and only a trace was removed. On (B)(6) 2014, the expected volume was 5.6 ml and 8.5 ml was removed. The patient was admitted to the hospital on (B)(6) 2014 with withdrawal symptoms. The patient experienced pain, sweating, and underdose symptoms including sweating, shaking, htn (hypertension), increased pain, nausea and vomiting. The patient had less than 50% therapy relief. The pump logs were checked. During the pump replacement procedure, 17.1 ml was expected but only a trace was removed. The cause of the discrepancy was unknown. Pump overinfusion was suspected. The physician felt that the patient went through withdrawal because the pump had run out of drug. The patient¿s friend/family member stated that the pump was ¿leaking¿. Per the patient¿s friend/family member, the physician had done a pump study and a dye study and they couldn¿t find anything wrong with the pump or catheter. They knew the medication in the pump was leaking out somewhere, but they couldn¿t figure out where. The patient had been hospitalized 4 times. The patient would fall, his legs would go rock hard and he would vomit. They would check the pump and the volume would be empty. At each hospital visit, the pump function was tested and the pump was functioning fine. After the replacement surgery, the patient started improving and was discharged from the surgery center. The device system was delivering hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed overinfusion-undetermined root cause.